Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation.

Event description:
On 4/12/2022, it was reported by a sales representative via email that an ar-9140-17p humeral head would not seat. Surgeon had used a trial stem previously, which seated correctly before using the implant. This was discovered during a tsa procedure on (B)(6)2022. Additional information received on 4/14/2022: nothing broke inside the patient and case was completed using an ar-9106-01 vaultlock glenoid and an ar-9207s pin set.